Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: reported issue: needle does not retract as it should. It either retracts very slowly or a couple of times not at all. This is a safety issue. 6 january 2025: 1. Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ button depresses down as normal. 2. Did needle retract at all? Was there a needle stick injury? Needle retracts really slow, or not at all on a couple occasions. 3. What was the impact to the patient? None. 4. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. 5. Can you please provide an exact date of event in format dd-mmm-yyyy? 12/18/2024.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Eighty 20g insyte autoguard units were received in sealed packaging from lot #4290664. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. There were no instances of retraction failure while functionally testing the returned samples, so the needle retraction failure could not be confirmed. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a CAPA was opened to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.